Manufacturer narrative:
Correction was completed on the initial as an out come to adverse event of congenital anomaly.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "two options available for nivolumab when programming the pump. Correct dose chosen however when 30 minute infusion time was selected the pump automatically programmed the rate at a faster rate ending with an increased infusion time of 17 minutes instead of 30 minutes. Patient had no adverse reaction. Order was investigational so research department notified. Physician notified." The customer also reported, "investigational nivolumab IV therapy. 240mg infused over 30 minutes." An incomplete date of event of xx-dec-2018 was provided.

Manufacturer narrative:
Report source-assistant coordinator. No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "two options available for nivolumab when programming the pump. Correct dose chosen however when 30 minute infusion time was selected the pump automatically programmed the rate at a faster rate ending with an increased infusion time of 17 minutes instead of 30 minutes. Patient had no adverse reaction. Order was investigational so research department notified. Physician notified." The customer also reported, "investigational nivolumab IV therapy. 240mg infused over 30 minutes." An incomplete date of event of (B)(6)2018 was provided.